Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. Result was negative; repeat test was performed on kit flu a+b 30 test physician veritor and the result was positive. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter: customer reports that she get positive flu a on flu kit lot# 0015987, exp: 1/5/23 but negative flu a on triplex assay lot# 1193294, exp: 8/2/22.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint that alleges getting negative results when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1193294 and positive results when using a flu a kit. Bd quality performs a systematic approach to investigate erroneous results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for erroneous results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. Result was negative; repeat test was performed on kit flu a+b 30 test physician veritor and the result was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer reports that she get positive flu a on flu kit lot# 0015987, exp: 1/5/23 but negative flu a on triplex assay lot# 1193294, exp: 8/2/22.